Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during cleaning, it was observed that the surgical impactor device gun came apart from the handle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device impactor was visually and functionally assessed and determined to operate as intended. However, the rear housing was observed to have separated from the mid-plate apart and the trigger was loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose consistent with normal wear. The impactor trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing separation. On since the impactor met its life expectancy due to its high cycle count. The device also failed pretest for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.